Manufacturer narrative:
The single-use device was received for evaluation. Visual inspection noted no signs of blockage or physical abnormalities that could have caused the reported issue. The luer cap was removed and evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor did not flow during infusion. The event involved a patient with no patient consequences. No additional information is available.